Event description:
Rv lead measuring with r-wave sensing at 1.9 mv. Fluoroscopy at implant showed that the helix was extended. X-ray shows that the lead has moved since implant and the helix is no longer extended. The lead was explanted the same day.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.